Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed is experiencing that his 8015 would intermittently would go into maintenance mode. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed downloaded the error log and saw a 132.3000 in the log. I let him know that is related to a stucked closed tamper switch. Recommend to inspect the tamper boot, and then replace the tamper switch. If that does not correct the issue, replace sio board. Gave part numbers to tamper switch and sio board. Bioed will replace tamper switch and he ended call.